Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a low out-of-range shock impedance measurement of 0 ohms. The suspected cause was the use of a transcutaneous electrical nerve stimulation (tens) unit while at the chiropractor's office. There was no evidence of noise or oversensing on the presenting electrogram (egm). The patient was seen in clinic and shock impedance measurements were stable at 62 ohms. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.